Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to cable breakage caused by the user's handling. This issue is addressed in the instructions for use (IFU): "·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customers complaint of "image does not appear" due to faulty cable unit. Found crack on connector which has caused the unit to fail the water leak test. The unit's rear cover label was noted to be fade and the rear packing seal was peeling off. The instruction manual provided the following warnings to mitigate damage to the unit's cable and connector. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure , the camera image does not appear in the operating room. It is unknown if the intended procedure was completed. There was no patient injury reported.